Event description:
It was reported that following a car accident the patient had a loss therapeutic effect and was only able to programmer to two coupling bars. The patient had a scheduled followup appointment with her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 37743, serial #(B)(4), programmer: model 37742, serial #(B)(4), recharger: model 37752, serial #(B)(4), recharger: model 37752, serial #(B)(6), ipg: model 37713, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown, extension: model 3708140, serial # (B)(4), implanted: (B)(4) 2009, explanted: unknown, extension: model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown, lead: model 3778-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown, lead: model 3778-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown. Lead: model 39565-30, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown.